Manufacturer narrative:
Approximate age of device: 2 years, 4 months. The replaced portions of the repaired driveline have been returned for analysis. The evaluation is not complete. The explanted lvad has not yet returned for evaluation. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic after experiencing alarms earlier in the morning. Upon interrogation of the device, the data reflected that low flow, pi event, pump off, and driveline disconnect alarms occurred multiple times. Over the course of the last few months the patient had been reporting alarms at home but none were detected upon interrogation of the device. The patient's driveline had been x-rayed multiple times with no fractures visible. The patient was reported to be asymptomatic during these events. On (B)(6) 2016, an onsite examination of x-rays by the manufacturer's technical services representative revealed an area of thinning of the shielding near the strain relief distal end of driveline. A driveline repair was performed successfully removing this area, however, alarms recurred five minutes after the repair. A second driveline repair was performed up to 2 inches from the exit wound, however, alarms recurred again with patient movement. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned device confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The severed portion of the driveline was returned in two segments measuring approximately 6.5 inches and 12.5 inches. The two previously replaced distal end segments of the driveline measuring approximately 9 inches and 21 inches were also returned. The returned segments of the driveline were tested for electrical continuity in the condition that they was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. All segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test revealed a breach in the insulation of the red wire on the internal 6.5 inch length driveline segment, approximately 2 inches from its proximal end. The observed wire damage appeared to be the result of repetitive flexing. Evidence of abrasion was observed on the insulation of the other wires, but the remainder of the driveline was otherwise unremarkable. The red wire redundantly support motor phase 3. If the exposed conductors of the red wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the pump stops that were confirmed through the analysis of the system controller log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.